Event description:
It was reported that the pt underwent one-level instrumented minimally invasive tlif at l5-s1 using a verte-stack capstone peek vertebral body spacer/infuse bone graft supplemented with posterior fixation instrumentation. Approx three months post-op, the pt complained of s1 radiculopathy and back pain. CT demonstrated bone overgrowing, encasing the s1 nerve root, and "lytic" lesions adjacent to the cage. A re-operation was performed at an unk time post-implantation, and an encapsulated fluid collection was identified and biopsied. The fluid was found to be sterile. Labs were negativee for csf leak. The fluid collection presumably originated from the disc space.

Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device has not been explanted, so product evaluation is not possible. Device was not returned to MFR for evaluation. Unable to determine the cause of the event.